Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a routine stereotactic breast biopsy procedure the introducer was fragile and became compromised. There was no reported patient/user harm. The procedure was completed successfully without additional intervention and with the same device. No further information is available at this time.